Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550, model: nm-3138-55, serial: (B)(6) and batch: 7095273. Product family: dbs-linear leads. Upn: m365db2202450, model: db-2202-45, serial: (B)(6) and batch: 7102626. Product family: dbs-lead fixation. Upn: m365db4600c0, model: db-4600-c, serial: (B)(6) and batch: 28387114.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the lead extensions wherein showing the presence of a bump. The patient was administered a six-week course of antibiotics. The infection did not resolve, and the hardware became exposed. The patient underwent a revision procedure where the full dbs system was explanted. The patient was doing well post-operatively. The explanted devices were retained by the hospital and were not returned to bsc.